Event description:
It was reported that a balloon rupture occurred. The more than 80% stenosed target lesion was located in the mildly to moderately calcified left anterior descending branch. The ballon was inflated for three times at 6 atmospheres for 2 seconds. During the first inflation, it was found that the balloon failed to be inflated normally. After removing, the balloon was found burst. The device was removed completely together with guidewire, and procedure was completed with another of the same device. There were no complications, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The complaint device was received for product analysis. A visual examination identified no issues or damages on hypotube shaft profile. Microscopic examination of the balloon identified a pinhole above the proximal markerband when attempting to inflate. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages on shaft polymer extrusion. No issues were noted with the distal tip. A microscopic examination of the proximal and distal markerbands identified no damage. During leakage testing, an attempt was made to inflate the balloon however a pinhole was identified above the proximal markerband. The encore device was verified before and after use using the druck gauge. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The more than 80% stenosed target lesion was located in the mildly to moderately calcified left anterior descending branch. The balloon was inflated for three times at 6 atmospheres for 2 seconds. During the first inflation, it was found that the balloon failed to be inflated normally. After removing, the balloon was found burst. The device was removed completely together with guidewire, and procedure was completed with another of the same device. There were no complications, and patient was stable post procedure.